Event description:
It was reported that the patient suddenly had no access to sound with the device since (B)(6) 2014. A head trauma was denied by the patient's guardians. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.